Manufacturer narrative:
Lot number: unknown, not provided. Expiration date: unknown. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that back on (B)(6) 2015, she experienced an eye infection and was using blink contacts at the time. Doctor did not attribute the infection to blink contacts, he didn't know what caused it. She was given an antibiotic, ofloxacin 3% to be used 3 times per day 1-2 drops in each eye. Patient was also given an eye wash and lastacaft for itching. Lot number of blink contacts is unknown. Patients eyes are fine now and she has since used blink contacts with no issues.

Manufacturer narrative:
The initial MDR did not include the alternative report identification number: alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.